Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging down arrow button. The reporter stated it is the 'down' button that is not responding on a new meter out of the box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.